Event description:
It was reported that the arctic sun device displayed a red screen at boot up. Per additional information updated from ttm on 16sep2025, device boots up to red screen noting system unable to start. Per wo notes, it was determined that the device had a communications issue with the control panel. Per sample evaluation results received via task on 06feb2026, it was reported that the line side (hot) of the connection between the power inlet module and the ac main voltage circuit card was blackened and melted. The device would not cool during decontamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue is confirmed. The root cause of the reported issue is confirmed to be CAPA related (1405844). The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology it was concluded that the following was the root cause: supplier root cause. Inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross sections provided. The device was evaluated upon receipt. The line side (hot) of the connection between the power inlet module and the ac main voltage circuit card is blackened and melted. The customer declined repairs. The device was returned to the customer. A labeling review is not required because labeling could not have prevented this issue. CAPA 1405844 has been opened for this failure. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed a red screen at boot up. Per additional information updated from ttm on 16sep2025, device boots up to red screen noting system unable to start. Per wo notes, it was determined that the device had a communications issue with the control panel. Per sample evaluation results received via task on 06feb2026, it was reported that the line side (hot) of the connection between the power inlet module and the ac main voltage circuit card was blackened and melted. The device would not cool during decontamination.